Event description:
No harm to patient. Needle of IV catheter would not disconnect and was stuck to yellow catheter. Unable to separate needle from catheter in timely manner resulting in line not being viable and patient needing to get stuck a second time for IV placement/ bloodwork.